Manufacturer narrative:
Device evaluation is in progress.

Event description:
It was reported that during a surgical procedure at the user facility the device lost pressure, leading to bleed through at the surgical site. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device lost pressure, leading to bleed through at the surgical site. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed. The device cuff pressures were recalibrated and the device was returned to the user facility.